Event description:
On 27-jun-2025, the following information was provided by the risk manager from medwatch mw5171911: on (B)(6) 2025, an infant underwent a cardiac procedure. During removal of the 3m¿ ioban¿ 2 antimicrobial incise drape, the material appeared "goopy" and the patient¿s skin adhered to product. Patient's wound worsened, progressing to a large, full thickness burn requiring surgical debridement, and potential future surgeries. The 3m¿ ioban¿ 2 antimicrobial incise drape was applied and removed per manufacturer guidelines and instructions. On 17-jul-2025, the following information was provided by the risk manager: the lot and/or catalog number was unknown. No additional information was provided.

Manufacturer narrative:
Product was not available for return to solventum for analysis, and the lot was not provided. Without a sample, it is not possible to perform any tests to determine if the device met specifications or determine the cause. Solventum will continue to monitor.